Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had been on the same settings for 8 months, and now it's not working. Caller stated that the patient was getting return of symptoms, and started to have a leak and accidents, and it's taken them 4-5 minutes to go to the bathroom. They reiterated that the patient had no control again, and thinks that it could be that the implant itself stopped working. Caller also stated that they were able to get in, and connected to the ins but couldn't make any changes, then it goes to not responding, and that no matter where they put it its not communicating. Agent walked them through, and they were able to connect to the ins and get to the therapy screen, but it went to the "device not responding message. Agent had them reposition the communicator over the ins multiple times, and reviewed that it needs to be consistently over the ins the whole time, but they still couldn't get past "communicating in progress", then "device not responding." Agent tried to have them feel the implant against the skin, but they said that it's implanted deep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.